Manufacturer narrative:
The date the complaint was received; indicate that the information initially received did not indicate the incident would be reportable to FDA however, upon receipt and investigation of the complaint product, there was evidence that the device malfunctioned in a way that led to a reportable event. The date the information was received that reasonably suggested the incident be reported to FDA is (B)(6) 2017.

Manufacturer narrative:
Investigation: used test- and analysis- equipment: digital-camera "panasonic dmc tz8". First we made a visible inspection of the jaw. Except the blood soiling an the charring we found no further abnormities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is a not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution. Corrective action: a CAPA for improvement and a better durability was started (B)(4).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). With further investigation the instrument appeared to have signs of black substance in the jaw. For this reason the charred jaw showed signs of arcing, because of this the vigilance was changed to "yes".